Event description:
Info received indicates the bed has no scale display or function working due to corrosion/fluid ingress onto the 22-position connector on the retracting from.

Manufacturer narrative:
The tech replaced the 22-position connector to repair the bed.